Event description:
It was reported that the stimulation was not therapeutic. The patient requested removal. The device was removed and the patient recovered without sequelae. Of note, the device was unable to be interrogated at explant as it was discharged.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that there was no significant anomaly. The function ality was "okay". Analysis of the extension (serial # (B)(4)) found that the distal end conductor was broken, overstressed, or damaged. The #9 conductor was broken, it appeared to have been stretched. The #0 conductor was stretched at the #1 electrode. The #9 conductor was stretched and broken at the #9 electrode. The #8 conductor was stretched at the #9 electrode. Analysis of the extension (serial # (B)(4)) found that the body had been cut through or segmented. Analysis of the lead (serial # (B)(4)) found that the body had been stretched. Analysis of the lead (serial # (B)(4)) found that the body had been stretched.